Manufacturer narrative:
Infusion set is not a tandem manufactured product. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 380-400 mg/dl and was hospitalized with diabetic ketoacidosis. Customer suspected that the non-tandem infusion set was kinked. Customer received fluids and an intravenous insulin drip to address bg level. Customer left the hospital on (B)(6) 2019 with a bg level of 295 mg/dl with no permanent damage. Customer was unable to provide infusion set information.